Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the submitted radiographic photographic evidence, which shows fragments from the ar-7000-14 drill, 2.75 mm, batch 022451, remaining in the patient, consistent with the reported drill breakage during the procedure. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to misuse due to one or more of the following use-related factors: improper bone preparation, misaligned insertion, or prying or leveraging the device with excessive force during insertion, any of which could subject the drill to mechanical overstress, leading to fracture.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the latarjet surgery, the screws were difficult to insert because the drill was not drilling the holes properly. The following day, an x-ray of the patient revealed that a piece of the drill had broken off and was still lodged inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. 03-dec-2025 majung - further information received from arthrex es: the patient is experiencing no discomfort. The fragments visible around the screw in the x-rays were caused by the drill.